Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.6, lab: 2.5. Doctor wants pt's inr to be under 3.0.